Event description:
It was reported tha a file separated in the canal during & procedure. The canal was filled with the separated piece in place and the patient was reported to have an allergic reaction, though further information about the reaction is not available after multiple unsuccessful follow-up attempts.

Manufacturer narrative:
White it is unknown if the file involved in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Further, as a result of the file separation, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previously reported events with similar files. Therefore, this event meets the criteria for reportability per 21 cft part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.